Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative tightened the optic, set screws, and adjusted the counter balance to resolve the reported non-conformity. The system was tested and found to meet product specifications. The system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the loose screws. However, how and when the screws got loose remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the yolk of the microscope was wobbly during a surgical procedure. The procedure was completed with no harm to the patient.